Event description:
It was reported by the rep that the one hp052 and the one hc145 were used during a CABG procedure. It was reported that after three or four minutes of activation the device became very warm and the default tone sounded. The handpiece was taken apart, reassembled, and tightened as usual. The same occurrence happened, intermittent usage, and then device became hot. The surgeon switched to cautery. There was no pt consequence. No more info is available.